Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events is unk. According to a legal claim, there were 26 pts who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the pts experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients' use of poligrip was the substantial and provable cause of their injuries." F/u info was received on (B)(6) 2010 via medical records. On (B)(6) 2006, the pt was seen for an initial neurological consultation. Until eight weeks ago ((B)(6) 2006), she never had neurological symptoms. She began noticing numbness of all four fingers of right hand, then the left. Her toes were numb and progressed to the lower abdominal area and associated with weakness and ataxia. The pt had chronic stress incontinence, but had three episodes of enuresis while asleep. She had never had these types of symptoms before. Her symptoms had slowly progressed and they are all worse now than they were two weeks ago. The pt was treated with two oral courses of steroids, which only produced edema in the lower extremities, treated with lasix and potassium. The pt was hospitalized from (B)(6) 2006 until (B)(6) 2006 and had a complete work up including bone marrow biopsy. The pt was found to be severely anemic with hemoglobin of 5.4 with mildly macrocytic indices. The pt was also noted to have mild neutropenia. Anemia studies revealed decreased levels of iron, as well as b12. The pt was treated initially with transfusion of three units of packed red blood cells. On (B)(6) 2007, cervical magnetic resonance imaging (MRI) showed long segment dorsal spinal cord signal abnormality (c2 through t1/2) most consistent with subacute combined deficiency/b12 deficiency. In comparison to the prior exam of (B)(6) 2006, there had been mild interval worsening of the imaging findings with greater signal abnormality noted on the t2 weighted images. On (B)(6) 2007, the pt complained of involuntary twitches and jerks of her extremities at times. Her hands were paralyzed for several seconds at a time and then would open up. The pt reported the numbness had went up to her chest at about the level of t4 and it now seemed to have spread to about a six to eight inch band around her chest. The pt reported her vision was getting worse with her glasses on. A magnetic resonance imaging (MRI) of the brain was unremarkable. On (B)(6) 2007, the pt stopped neurontin approximately two weeks ago. When the pt took effexor with the neurontin, there was some question about mental status changes. The last three days, she had a marked increase in dysesthesias and allodynia in the hands. Even thinking about touching something to her hands gave her "goosebumps." On (B)(6) 2007, MRI scans of both the cervical and thoracic spinal cord appeared to be completely normal. On (B)(6) 2007, it was noted the pt was noted to have severe anemia, markedly elevated sed rate, and a very low b12 level in (B)(6) 2007. The pt was treated with intramuscular b12 injections every 10 days. The pt was having increasing problems trying to work. Her magnetic resonance imaging (MRI), showed stability of the white matter lesions through the dorsal column, all through the cervical and thoracic cord. The pt had hematologic abnormalities consisting of leukopenia and anemia. The physician was concerned about a myelodysplastic disorder and asked for a rheumatology eval. The consulting physician apparently did not find any evidence of such. On (B)(6) 2007, it was noted the pt had been treated with oral steroids in (B)(6) 2006 until the pt's b12 levels came back. The pt had been on methadone for six years. On (B)(6) 2008, the pt reported being unchanged and no different since being diagnosed in (B)(6). The pt had no feeling from the knees down and her hands felt like sandpaper. The pt reported having urinary incontinence. On (B)(6) 2008, the pt had continued complaints of pain with dysesthesias in the fingertips. She had severe ataxia and could not stand for very long. The pt complained of a lot of numbness in both legs, all the way to her groin. Impression included combined systems disease with myelopathy. The pt had significant comorbid depression going on relating to her inability to support her family or at least contribute to that support. On (B)(6) 2009, copper level was 42 (normal 70 to 155 mcg/dl), zinc level was 93 (normal 60 to 130 mcg/dl), and ceruloplasmin level was 12 (normal 18 to 53 mg/dl). On (B)(6) 2009, the pt was noted to have a history of falls. The pt's copper level was low and her zinc was normal. On (B)(6) 2009, the pt was seen in f/u and had been followed since 2006 with a history of transverse myelitis (since (B)(6) 2006) and neuropathy due to b12 deficiency. The pt had been left with chronic ataxia, weakness, and stinging and burning of her hands. Her serum copper was low at 42 and ceruloplasmin was at 12. The pt previously had normal studies. The pt had a past medical history remarkable for substance abuse (oxycodone addiction) treated with methadone, b12 deficiency with radiculomyelopathy (and taking b12 injections), and neuropathy. The pt was a nurse previously, but was now on disability. Impression included questionable disordered copper/zinc metabolism. On (B)(6) 2009, copper level was 61 (normal 70 to 155 mcg/dl), zinc level was 134 (normal 60 to 130 mcg/dl), and ceruloplasmin level was 17 (normal 18 to 53 mg/dl). On (B)(6) 2009, urine zinc level was 2310 (normal 150 to 1250 mcg/24 hrs) and urine copper level was less than 10 (normal 15 to 50 mcg/24 hrs). On (B)(6) 2009, the physician felt the pt's entire copper/zinc profile was entirely attributable to high oral intake of zinc. The pt had dentures and used denture adhesive. Certain dentures adhesives had sufficiently high zinc content to cause copper deficiency to the point that it might result in myelopathy. The physician recommended the pt switch to a different product if her denture adhesive contained high zinc content. The pt was encouraged to use her rollator walker to markedly increase her exercise. On (B)(6) 2010, a cervical MRI showed resolution of enlargement of the cord and decreased prominence of signal within the cervical cord. On (B)(6) 2010, electrodiagnostic studies showed mild bilateral sensory neuropathy. On (B)(6) 2010, the pt's copper and zinc levels were normal. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).